Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 251mg/dl before going to bed. Pt then gave self the appropriate insulin and went to sleep. Pt woke up four hours later having seizures. Paramedics were called and they tested pt's blood glucose at 32mg/dl with their own equipment. The emt's then administered a glucagon shot. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.